Event description:
Caller reported an issue with the pump display involving pixel problems, which affected the ability to interact with or read the pump screen. There was no information available regarding the customer's blood glucose level at the time of the event. The pump, which was still under warranty, was replaced. The customer was informed of the need for replacement, provided with instructions for transport and return, and confirmed their shipping address. However, they did not share details about backup insulin therapy.